Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log identified upstream occlusion alarms. However, the log cannot be used to distinguish true and false alarms. The device was sent for upstream occlusion testing and passed. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream occlusion. There was no patient involvement. No additional information is available.